Event description:
A customer reported that they obtained high readings on their precision optium meter. The customer reported that they obtained a reading of 200 mg/dl compared to 70 mg/dl with a laboratory meter obtained within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the 'd' zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The product was returned, investigated and the complaint was not confirmed. No new issues were observed and all results were within range specification for the device.